Manufacturer narrative:
Investigation summary: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false negative tests and a member of the technical support group was able to perform data analysis. Investigation could not be completed due to lack of information. Cartridge serial number and lot number were not provided.

Event description:
Customer reports false negative results obtained for 10 individuals on the cue covid-19 test for home and over the counter (otc) use while visiting friends and family in israel. This MDR is to document false negative result for individual 9 of the 10 individuals. See (B)(4) for other 9 individuals with false negative results. Individual 9 tested on an unspecified date with the cue covid-19 test for home and over the counter (otc) use (cartridge sn and lot number not provided) and obtained a negative result. On the same day, customer states individual tested using an unspecified brand of pcr test and obtained a positive result.